Event description:
Pt was in the process of having a cardiac pci. Md was in the process of using a ostialpro stent positioning system -wire- when a small piece of the product broke off and became embolized in a small branch of the right profunda artery. No adverse outcomes, pt completed the procedure and was discharged home 3 days later. The performing md spoke with the pt and her son regarding the described incident and informed them that there was nothing urgent to do. Dates of use: 2009. Diagnosis or reason for use: cad.